Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an issue with the infusion set, as it fell off from his body, while he was sleeping at night due to him sweating. This issue was an isolated/one-time incident (the customer uses tegaderm tape over his infusion sets). Therefore, in the morning of (B)(6) 2020, the patient was admitted to the hospital with blood glucose level of 831 mg/dl due to diabetic ketoacidosis, where he received an insulin drip via intravenous route. The patient was hospitalized for five days. No further information available.